Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. When opening the package, the needle and the thread were separated. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. The returned sample determined that two labeled winding formers with one detached needle and one suture that pertain to product code z496g was received. During visual inspection of the detached needles, the swage and attachment area were as expected. The barrel holes were examined, and the remnant of the suture was observed. The sutures cannot be dispensed since it has begun the degradation process caused by exposure to the environment. This condition probably caused the detached needle. Per the sample condition, the functional test cannot be performed. It was not possible to determine the assignable cause as the foil packets were not returned. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to mw # 2210968-2023-07099. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.